Event description:
During preparation, it was reported the balloon had an abnormal shape and had difficulties deflating on the table. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The catheter was returned for evaluation with the guidewire. The evaluation could not determine the cause of the event as it performed as intended with the returned guidewire. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4)

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).